Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. A review of the subject lot (1220153) did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there have been no related complaints reported against the subject lot. These facts do not suggest a systemic quality issue with the lot. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided. UDI number: (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that an implant (tsvwb11) was unable to be placed into osteotomy. Implant was removed and site was grafted.